Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, customer reloaded the cartridge to resolve the issue. The customer's blood glucose (bg) level displayed as "high"; however, no specific value was provided. Customer administered a manual injection to address bg.